Event description:
Following a diagnostic procedure, an angio-seal device was placed, and hemostasis was successfully achieved. The pt was ambulated at 2 hours, but upon ambulation arterial bleeding occurred, which was controlled by the application of manual pressure. Subsequent to the manual pressure, the pt experienced a vagal reaction, requiring IV fluids and atropine 1 mg. Approx 30 minutes later, hemostasis was achieved. Pt was discharged from the hospital later that day with no sequelae.